Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported insulin pump error and battery failed alarm. The customer¿s husband blood glucose level was unknown at the time of the incident. Customer reported that ate a snack and then the alert of high glucose occurred, so the customer decided to deliver a bolus and then insulin pump error and battery failed alarm occurred. The patient was suggested to inject insulin by pen and to tell the result to the call center when the blood glucose became stable, but the patient wanted to use the pump because the patient was alright. Customer reported that the tube was removed and a bolus was delivered. But there was no record in the history screen. It was considered that there was something wrong with the pump, so the patient was suggested to stop using the pump and deal with an alternative plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Pump passed sleep current measurement, active current measurement, self test and displacement test. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No failed battery test alarms, pump error 4 or pump error 15 noted during testing or in the pump trace download. Unit functioning properly. Unit received with minor scratched lcd window, cracked keypad at select button, cracked retainer and scratched case.